Event description:
Pmi superbag specimen retrieval bag tore during opening inside patient during laparoscopic appendectomy, exposing two sharp metal prongs that could not be closed inside patient. The surgeon was able to remove the device from the patient without causing harm without incident, but this is a dangerous malfunction of the device.